Event description:
Caller reported an inform system blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, lab result of 95 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the strips, replacement was sent.

Event description:
Device issue: filter migration. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that the nav6 filter was inserted and deployed in the left internal carotid artery. After the viatrac balloon predilated the target lesion and was being removed from the pt, the nav6 filter drifted down. An unspecified buddy guide wire was inserted for extra support, but the nav6 was unable to be positioned upward; therefore, the nav6 was removed and replaced with another nav6 filter to complete the procedure. There was no reported adverse pt effect. There was no additional info provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.